Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The patient experienced no cgm readings which occurred on an unspecified day after the sensor had been inserted (sensor location not specified). On 12/18/2023, the patient woke up in the middle of the night to go to the bathroom. While walking, the patient had weakness in her legs and fell. The patient was not receiving continuous glucose monitor readings at this time. The patient had no way to test her blood glucose (bg) at home, so the patient¿s son took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 600 mg/dl. The patient was treated with insulin and an unspecified IV. The patient was in the hospital at the time of report, which has been 4 days since the event occurred. At the time of the report, the patient was fine. Attempts to follow-up with the patient for an update and further event details were unsuccessful. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.